Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during normal use, a wire dispersion was observed. There was no leak. Normal saline was used as the cleaning agent on the device. A tego was not utilized, and there was no issue with the luer adapter. The insertion site was treated prior to product placement by wiping with betadine. The catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d6a, g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during normal use, before the operation, a wire dispersion was observed. There was no leak. Normal saline was used as the cleaning agent on the device. A tego was not utilized, and there was no issue with the luer adapter. The insertion site was treated prior to product placement by wiping with betadine. The catheter was repaired. Nothing unusual observe on the device prior to use. No other defects/damages found on the product. No other products being utilized with the device. No other products being utilized with the device. No resistance on inserting because the guidewire was not implanted. The issue was not notice in the packaging. No tools and excessive force used when trying to remove the guidewire. No medical intervention/treatment required as a result of the event. The catheter has been in placed for 15 days at the time event. As a remedial action it was replaced with a new catheter packaging. The procedure was proceeded and completed. There was no blood loss and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that one guidewire, that was visibly uncoiled/frayed. Upon first inspection, no other visual abnormalities were detected on the returned device. It was reported that the guide wire was frayed. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.